Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available clinical data the root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient was admitted to the hospitalized for bleeding. The information available shows the patient had an inr of 3.5 and had a colonoscopy to evaluation the bleeding. The patient also had an esophagogastroduodenoscopy (egd) which showed "active bleeding in the mid jejunum and a clip was placed". The patient had persistant bleeding and was sent to interventional radiology where a small bowel capsule study test was done but the test did not show active bleeding but they placed two coils in the mid jejunum. The patient received 5 units of blood cells. The patient was discharged on (B)(6) 2015.